Event description:
A (B)(6) female pt with a medical history of type ii diabetes, hypertension, and known coronary disease with previous ptca (10 yrs prior), was admitted for angina (ccs ii) and positive myocardial scintigraphy with ischemia of the inferior wall of ve. Angiography revealed a severely calcified lesion in the proximal rca through mid-rca. The lesions were pre-dilated several times with two balloon catheters (durastar 2.5x15mm and 3.0x15mm). A 3.0x24mm stent (brand unk) was prepped using enough negative pressure to remove the air from the balloon catheter and was advanced to the mid-rca and was deployed successfully. A 2.5x23mm cypher stent was then prepped using enough negative pressure to remove the air from the balloon catheter. While advancing the device across the target lesion, the physician felt some resistance. The delivery system was withdrawn back through the guider without resistance and was removed from the pt. The site was again dilated with a 2.5x15mm durastar balloon. The cypher was reintroduced and a buddy wire was used to try to get the stent across the lesion. Additional force was applied to the device to try to get it across the target site, but it would not cross. During attempts to cross the lesion, the cypher stent dislodged from the balloon back onto the shaft of the catheter. The device was successfully retrieved from the pt without further complications.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional info will be submitted within 30 days of receipt.